Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00229, 3006705815-2021-00230, 1627487-2021-00486. It was reported that the patient experienced an infection at the lead site on an unknown date following their implant on (B)(6) 2020. In turn, the patient had their entire system explanted on (B)(6) 2020. The patient was prescribed antibiotics post-operatively. The infection has since resolved.